Manufacturer narrative:
Correction: selection for "h3 - device evaluated by manufacturer?" Was missing from previous report.

Event description:
It was reported that that the patient presented for remote follow up via merlin.net. A review of the transmission revealed failure to capture, low pacing impedance, and a decrease in r wave sensed amplitude. A subsequent chest x-ray confirmed that the right ventricular lead was dislodged. The lead was explanted. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, r-wave amplitude variation and low pacing impedance. As received, a complete lead was returned in one piece with the helix found extended, bent, and clogged with tissue. X-ray inspection found the inner coil at the connector region was normal. X-ray examination found the helix extended and bent consistent with procedural damage. The helix mechanism and extension length test were unable to be performed due to damage helix as received. The reported events of failure to capture, r-wave amplitude variation and low pacing impedance were not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.